Manufacturer narrative:
An investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The customer reported caregiver was unable to receive data in librelinkup app from freestyle libre 2 app, was investigated and two key limitations were identified. The reported configuration of ios 18.0.1 is incompatible with the customer's application and the lack of iphone model information is unavailable. Per the abbott diabetes care compatibility guide, the reported configuration of ios 18.0.1 is not compatible with the customer's application. The latest revision of the compatibility guide is available to the customer on the abbott diabetes care website. Despite these limits, freestyle libre 2 app (iphone 2.12.0.8319) and librelinkup (samsung galaxy a52, android 13) were used to reproduce the customer's issue. Used a new known-good sensor is in the test fixture. Completed freestyle libre 2 download and setup. Registered the functional sensor in the app and completed librelinkup download and setup. Connected freestyle libre 2 to librelinkup. Accepted librelinkup caregiver invitation. Librelinkup glucose readings. Set high and low alerts in librelinkup to activate alarms. The librelinkup app has generated alarms. Librelinkup worked as intended. Under the tested conditions, the reported issue could not be replicated and the system functioned as intended. Potential causes based on the customer¿s application and device history were also examined, but no issues were identified. Therefore, this complaint is not confirmed.

Event description:
An unspecified issue was reported with the abbott diabetes care (adc) device in use with samsung 32 phone with android operating system version 13. The customer reported that data from freestyle libre 2 application is not transferring to freestyle librelinkup. As a result, the customer experienced symptoms described as ¿fever¿ and was unable to self-treat. The customer was taken to the hospital were they received treatment of insulin injection (type/dose unknown), ceftriaxone injection and saline drip provided by a healthcare professional. It was also reported that the customer was in the intensive care, no date or time was reported. A blood glucose test of 26.4 mmol/l was obtained on the healthcare professional meter when the customer arrived at the hospital and blood glucose test of 6.8 mmol/l was obtained on the healthcare professional meter at the end of treatment. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
An investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The customer reported not receiving data on librelinkup application. An investigation was conducted. After attempting to identify the customer's reported configurations, the information provided in the complaint was insufficient to conduct a comprehensive investigation. The lack of the app and os version for the freestyle libre 2 device restricts the ability to identify potential causes of the customer's reported issue. Therefore, the reported issue is not confirmed due to the inadequate information provided. The device manufacturing date does not apply. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An unspecified issue was reported with the abbott diabetes care (adc) device in use with samsung 32 phone with android operating system version 13. The customer reported that data from freestyle libre 2 application is not transferring to freestyle librelinkup. As a result, the customer experienced symptoms described as ¿fever¿ and was unable to self-treat. The customer was taken to the hospital were they received treatment of insulin injection (type/dose unknown), ceftriaxone injection and saline drip provided by a healthcare professional. It was also reported that the customer was in the intensive care, no date or time was reported. A blood glucose test of 26.4 mmol/l was obtained on the healthcare professional meter when the customer arrived at the hospital and blood glucose test of 6.8 mmol/l was obtained on the healthcare professional meter at the end of treatment. There was no report of death or permanent injury associated with this event.